Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a button error alarm during priming. The customer was unable to complete a rewind sequence during troubleshooting. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to alarm. The customer stated they would use an older, back-up insulin pump. Customer was advised to monitor their blood glucose levels and contact their healthcare provider for a new insulin pump. No device was returned for analysis.